Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the physician deployed the stent. After the procedure he used a doppler and saw that the middle part of the stent was open and leaking. The patient will have a re-intervention.

Event description:
N/a.

Manufacturer narrative:
Analysis: the device was not returned as the stent had been implanted. Multiple images of the stent were provided. A review of the images provided shows a doppler image of the stent presumably in the region of the fistula in this case. The doppler image shows fluid escaping the confines of the artery or the stent. Unless the stent was drastically undersized, if the cover were torn you would expect to see bodily fluid blossoming out of the cover as seen in the doppler image. If the stent was properly sized and the cover tore you would not see any blossoming of fluid as the stent is compressed against the vessel wall. It is more likely that the vessel ruptured and this is what we are seeing in the doppler image. This cannot be confirmed and to date there has been no intervention. If the cover was torn it may have occurred when the v12 was placed through the self-expanding stent seen in the angiogram images. Atrium medical corporation cannot confirm based on the images provided that the eptfe covering on the stent is torn or leaking. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check atrium medical only release production lots that have passed the aforementioned performance and quality requirements. An additional search was conducted of the non-conforming report (ncr) data base to determine if any of the production lots produced in the last year were found to have any cover failures during the lot qualification testing. Atrium medical corporation has not failed a production lot of catheters in the last 12 months due to a tear in the cover. During the performance testing of the product an aql size of a minimum of 13 devices are tested of every lot produced. This testing requires each device to be placed over a guide wire and through the labeled introducer sheath, the stent deployed to nominal pressure and the balloon withdrawn back through the introducer sheath within a body temperature water bath. Conclusion: based on the details provided and the review of the images provided there is not enough evidence to conclude that the v12 device cover was torn. If the cover was torn it is possible that it was torn passing it through the previously deployed stent.